Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and menorrhagia ("excessive bleeding during menstruation / menorrhagia") in a (B)(6) year-old female patient who had essure (batch no. A63342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 4 ((B)(6)), miscarriage, blood pressure high, preterm labor, depression, borderline diabetes and c-section. Previously administered products included for contraception: depo-provera in 2013, mirena in 2011 and yaz from 2009 to 2010. Concurrent conditions included overweight, tiredness, dizzy, hunger, vomiting, palpitations, anxiety, irregular periods, prolonged menses, nickel sensitivity and tobacco abuse. Family history included diabetic (mother, maternal grandmother, maternal aunt, paternal grandfather, and maternal great grandmother) and carcinoma brain (paternal grandfather). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced headache ("severe headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), tooth disorder ("dental problems"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during sex"), polycystic ovaries ("pcos"), eye disorder ("eye problems / vision") and weight increased ("weight gain"). In 2017, the patient experienced infertility female ("struggling to get pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), mood swings ("mood swings"), pain in extremity ("thighs pain"), uterine pain ("uterus pain"), abdominal pain ("abdomen pain"), back pain ("back pain"), arthralgia ("hips pain") and reproductive tract disorder ("reproductive system disorder or condition"). The patient was treated with surgery (bilateral corneal resection and removal of the essure device on (B)(6) 2016) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hypersensitivity, tooth disorder, dysmenorrhoea, fatigue, polycystic ovaries, cystitis, urinary tract infection, vaginal infection, nausea, eye disorder, infertility female, vaginal discharge, depression, mood swings, pain in extremity, uterine pain, abdominal pain, back pain, arthralgia and reproductive tract disorder outcome was unknown, the headache, dyspareunia and migraine had resolved and the weight increased was resolving. The reporter considered abdominal pain, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hypersensitivity, infertility female, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, polycystic ovaries, reproductive tract disorder, tooth disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight : (B)(6) lbs, mr- trailing coils-left 930 and right (4)- as reported. Patient tolerated removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. On (B)(6) 2013: hysterosalpingogram: satisfactory placement of both essure coils and full occlusion of both tubes. On b)(6) 2013 : (B)(6). On (B)(6) 2016 : hysterosalpingogram : findings: there is normal filling of the endometrial cavity. Both fallopian tubes promptly fill with contrast. There is also prompt bilateral peritoneal spillage. There is no evidence of retained essure wire. Impression: both fallopian tubes are patent. On (B)(6) 2016 : xr abdomen ap : report: a single kub is presented. There are bilateral essure devices in the central pelvis which appear appropriate in position. Bowel gas pattern is non obstructive. No free air seen. There are no suspicious calcifications. The bones are intact. Impression: bilateral essure devices in the pelvis as above. No acute disease is otherwise seen. On (B)(6) 2016 : surgical pathology report : final diagnosis: left partial fallopian tube, excision: complete cross section with peritubal fibrosis. Luminal metallic coil identified. Right partial fallopian tube, excision: complete cross section with peritubal fibrosis. Metallic coil identified. Gross description: received in formalin is a segment of fallopian tube weighing 1 gm and measuring 3.5x 1.4x 1.2 cm. The serosal surface is focally hemorrhagic. The lumen contains a coiled metal wire. Labeled right partial fallopian tube and essure device- received in formalin is a segment of fallopian tube weighing 1 gm and measuring 3.4 x 0.8 x 0.8 cm. The serosal surface is focally hemorrhagic. The lumen contains a coiled metal wire most recent follow-up information incorporated above includes: on 24-jan-2018: events - "vaginal bleeding, allergic or hypersensitivity reaction, dental problems, dysmenorrhea, dyspareunia (painful sexual intercourse)/ pain during sex, fatigue, pcos, bladder infection, urinary tract infection, vaginal infection, migraines, nausea, eye problems / vision, weight gain, struggling to get pregnant, vaginal discharge, depression, mood swings, thighs pain, uterus pain, abdomen pain, back pain, hips pain, reproductive system disorder or condition", reporter, concomittant condition, historical condition added from pfs. Family history, concomitant condition, historical condition, lot number, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and menorrhagia ("excessive bleeding during menstruation / menorrhagia") in a 22-year-old female patient who had essure (batch no. A63342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (B)(6) 2009, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, miscarriage, blood pressure high, preterm labor, depression, borderline diabetes and c-section. Previously administered products included for contraception: mirena in 2011 and yaz from 2009 to 2010. Concurrent conditions included overweight, tiredness, dizzy, hunger, vomiting, palpitations, anxiety, irregular periods, prolonged periods, nickel sensitivity and tobacco abuse. Family history included diabetic (mother, maternal grandmother, maternal aunt, paternal grandfather, and maternal great grandmother) and carcinoma brain (paternal grandfather). Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced headache ("severe headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and nausea ("nausea"). In september 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). In october 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), tooth disorder ("dental problems"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain during sex"), polycystic ovaries ("pcos"), eye disorder ("eye problems / vision") and weight increased ("weight gain"). In 2017, the patient experienced infertility female ("struggling to get pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), mood swings ("mood swings"), pain in extremity ("thighs pain"), uterine pain ("uterus pain"), abdominal pain ("abdomen pain"), back pain ("back pain"), arthralgia ("hips pain") and reproductive tract disorder ("reproductive system disorder or condition"). The patient was treated with surgery (bilateral corneal resection and removal of the essure device on (B)(6) 2016) and surgery (ablation on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hypersensitivity, tooth disorder, dysmenorrhoea, fatigue, polycystic ovaries, cystitis, urinary tract infection, vaginal infection, nausea, eye disorder, infertility female, vaginal discharge, depression, mood swings, pain in extremity, uterine pain, abdominal pain, back pain, arthralgia and reproductive tract disorder outcome was unknown, the headache, dyspareunia and migraine had resolved and the weight increased was resolving. The reporter considered abdominal pain, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hypersensitivity, infertility female, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, polycystic ovaries, reproductive tract disorder, tooth disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight : 180lbs mr- trailing coils-left (3) and right (4)- as reported. Patient tolerated removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. On (B)(6) 2013: hysterosalpingogram: satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2013 : chlamydia trachomatis dna, sda : positive (B)(6) 2016 : hysterosalpingogram : findings: there is normal filling of the endometrial cavity. Both fallopian tubes promptly fill with contrast. There is also prompt bilateral peritoneal spilla.ge. There is no evidence of retained essure wire. Impression: both fallopian tubes are patent. (B)(6) 2016 : xr abdomen ap : report: a single kub is presented. There are bilateral essure devices in the central pelvis which appear appropriate in position. Bowel gas pattern is non obstructive. No free air seen. There are no suspicious calcifications. The bones are intact. Impression: bilateral essure devices in the pelvis as above. No acute disease is otherwise seen. (B)(6) 2016 : surgical pathology report : final diagnosis: a. Left partial fallopian tube, excision: 1. Complete cross section with peritubal fibrosis. 2. Luminal metallic coil identified. B. Right partial fallopian tube, excision: 1. Complete cross section with peritubal fibrosis. 2. Metallic coil identified. Gross description: a. Received in formalin is a segment of fallopian tube weighing 1 gm and measuring 3.5x 1.4x 1.2 cm. The serosal surface is focally hemorrhagic. The lumen contains a coiled metal wire. B. Labeled right partial fallopian tube and essure device- received in formalin is a segment of fallopian tube weighing 1 gm and measuring 3.4 x 0.8 x 0.8 cm. The serosal surface is focally hemorrhagic. The lumen contains a coiled metal wire . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("excessive bleeding during menstruation") and headache ("severe headaches"). The patient was treated with surgery (bilateral corneal resection and removal of the essure device on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia and headache outcome was unknown. The reporter considered pelvic pain, menorrhagia and headache to be related to essure. Diagnostic results: on (B)(6) 2013: hysterosalpingogram: satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. A bilateral corneal resection and removal of the essure device was performed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2017: quality safety evaluation received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. A bilateral corneal resection and removal of the essure device was performed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.